Event description:
Event description cpi received information that while preparing for an implant procedure the sales representative performed a capacitor reformation on this implantable cardioverter defibrillator (ICD). Afterward a battery status of mol1 was noted along with a monitoring voltage of 2.66. The ICD was abondoned and replaced with another.